Event description:
It was reported "the guide was found out of the sheath in the packaging.". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide was found out of the sheath in the packaging.". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unopened hemodialysis catheterization set for evaluation. Initial visual inspection of the kit revealed the spring wire guide was partially outside of its assembly. The distal end of the guide wire was resting against the side of the tray and appeared kinked. The kit was opened to further inspect the spring wire guide. Further inspection revealed the end cap had come off the guide wire assembly and was in a different part of the kit. The falling out of the cap during transport would facilitate the guide wire sliding out of its protective tubing. The guide wire was completely removed from its assembly, and it was observed that the remaining portion of the guide wire was not kinked. Microscopic examination confirmed that both welds were present and appeared full and spherical. The guide wire total length measured 704 mm which is within the specification of 694 mm - 706 mm per guide wire product drawing. The guide wire outer diameter measured 0.95 mm which is within the specification of 0.94 mm - 0.965 mm per guide wire product drawing. The IFU provided with this kit states the following: "advance spring-wire guide into the syringe approximately10 cm until it passes through the syringe valves." The returned guide wire was advanced through the returned ars and the returned 18 ga introducer needle. The undamaged portions of the guide wire were able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The customer report of a guide wire falling out of its protective tubing was confirmed through complaint investigation of the returned sample. The guide wire assembly end cap came off the assembly after the product was packaged, thereby enabling the guide wire to slide out of its protective tubing. This event likely occurred during shipping or transport of the kit. The guide wire passed all relevant functional and dimensional inspection, and a device history record review was performed with no relevant findings. Based on these circumstances, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.